Manufacturer narrative:
The reported events were lead dislodgement, failure to capture and decrease sensing amplitudes were no confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing, visual inspection and x-ray of the lead did not find any anomalies.

Event description:
It was reported that the patient presented during clinical follow-up. Interrogation noted that the right ventricular lead exhibited failure to capture and decreased sensing amplitudes. Further investigation noted that the right ventricular lead was dislodged. The reported lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition.